Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site attempted to register a patient 6 times that had 10 units of metal teeth and had difficulty registering. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: the site was able to proceed without the use of navigation. If information is provided in the future, a supplemental report will be issued.

Event description:
The site was able to proceed with the procedure without the use of navigation.